Event description:
A 6f angioseal vip was selected for use following a pre-deployment angiogram. There were difficulties locating the artery and the sheath/locator assembly was further advanced to locate the correct position. The deployment proceeded and hemostasis was achieved. Thirty-minutes post-deployment, the patient presented with retroperitoneal bleeding symptoms, including pain and low blood pressure. The patient underwent vascular surgery 2 hours post-deployment and the angio-seal was removed and discarded. The surgery revealed both an arterial and venous bleed. The patient was recovering with no further complications.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) precautions state that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. A training record was not found for the physician. The angio-seal device instruction for use (IFU) cautions that the angio-seal device is to be used only for a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.